Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep adjusted the kvp tracking to the proper levels. The system functions as intended.

Event description:
It was reported that the 9800 system displayed grainy images that lacked detail during a case. The procedure was completed without any adverse results to a patient.